Manufacturer narrative:
(B)(4).

Event description:
It was reported the passing pin was broken within the patient´s bone; the procedure was completed and we used another passing pin, the broken piece was removed. A backup device was readily available. There was a delay of less then 30 minutes. No patient injuries were reported.

Manufacturer narrative:
Device investigation narrative - one (B)(4) 2.4 x 432mm (17¿) trocar passing pin returned. This single use instrument is less than six months old. The pin has been broken into two segments. Visual inspection shows damages. There are spiral scribe bands and the shaft is slightly bowed. These symptoms indicate that the pin had pressure contact acquired from another device or instrument. The pin has been stressed. Per IFU: ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure¿. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. Device evaluated by the manufacturer evaluation codes updated.